Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - clinical code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: b3. The following sections were corrected: b1. H4. H6. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 02-020-12-0230 - truliant ps por fem ps por left sz 3 (B)(6) 02-022-55-3020 - truliant por tib tray size 3f/2t (B)(6) 200-02-32 - three peg patella 32mm (B)(6) 201-78-25 - small headed sharp pin, 1 1/8"" 4 pack (B)(6) 203-96-67 - fan sawblade ez2213f.m63 90x22 1.27mm 5/6/7-other non-exactech component. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 36 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.